Event description:
Baxter (B)(4) received a report that an infusor had continuous flow from the patient luer. The flow was noted during the filling of the device and without pushing the patient control module button. The concomitant medical products are currently unknown. There was no patient involvement; therefore, no patient injury, medical intervention, nor adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received only the pcm, without the infusor, for evaluation. The reported condition of a leak was not confirmed. A visual examination of the sample showed no signs of physical abnormality. A leak test showed no signs of leakage on any part of the device. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This product is not distributed in the u.s. And does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.